Event description:
It was reported that during the implant attempt, the helix would no longer advance or retract. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched. Analyst visual comment: this is a left heart lead there is no helix on the lead, just lobes and an electrode. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.